Event description:
In 2007, a thin walled gore-tex stretch vascular graft was implanted in the femoropopliteal position of a male pt. Subsequently, pt presented with signs of infection. Upon reintervention, the graft was found to have approx 100 ml of frank pus. The graft was explanted and native vessel used to restore blood flow to the lower extremity. Pt was discharged and is attending rehabilitation and reportedly has recovered well.

Manufacturer narrative:
A review of the manufacturing and sterilization paperwork has been conducted. The review of the manufacturing and sterilization paperwork verified that this lot met all pre-release specifications.